Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline. A field service engineer (fse) found the station hard down, as it would not boot up. The power supply was tested by removing all plugs except the power cable, and it worked. The pyxis bus communication cable was then unplugged from the communication sled, allowing the station to boot. Each drawer was checked by unplugging them one by one until half height drawer 4 was identified as the issue. Further testing showed that the drawer board on drawer 4.2 was faulty. The drawer board and the pyxis bus controller board were replaced. The drawer was tested using the test software, and customer completed the inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station asurg1es had no power, and user tried to restart the machine but was unsuccessful. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.